Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit noise, loss of capture and no sensing. There was no report of adverse patient effect associated with this clinical observation, beyond the need for the unplanned surgical intervention. The boston scientific local area sales representative confirmed that there had been no asystole to his knowledge.

Manufacturer narrative:
This lead was subsequently surgically abandoned as a result of the issues. No further information is expected.